Event description:
An endurant stent graft system was implanted for the endovascular treatment of a greater than 10 cm abdominal aortic aneurysm. Vessel morphology was reported as the right iliac artery has severe calcification and was coiled prior to insertion of the aui device, left iliac artery there is mild to moderate calcification, the aortic neck is 20 mm in diameter at the renal artery and 33 mm in diameter at the top of the aneurysm. The stent grafts were implanted without issues. It was reported that the patient presented emergently to the hospital. The CT revealed that there was thrombosis resulting in partial occlusion in the stent grafts. The physician performed a thrombectomy and implanted a stent and the occlusion was resolved. The physician believes that the cause of the thrombosis is either related to the common iliac or blood clotting related complication due heparin withdraw. No additional clinical sequelae were reported. Review of the returned films was completed. Review of returned films 2-weeks post implant revealed that the stent graft was positioned just below the renal arteries. The stent graft od at the lowest right renal was 17mm. The aui was found completely occluded beginning approximately 2cm below the proximal graft margin. The max abdominal aortic aneurysm diameter was 5.2cm and was lined with calcification. In the distal abdominal aortic aneurysm sac the iliac limb ID was 10x11m. Within the distal aorta, which was small and surrounded by a large amount of calcification, the iliac limb was seen compressed down to 5mm. The take-off of the left common iliac was acutely angulated coming out of the sac, and the distal end of the limb was seen expanded to 9mm within the left iliac artery. The fem-fem bypass was also seen partially occluded along the length. It is possible that the stent graft occlusion may have been caused by the small and calcified distal aorta, combined with the angulated origin of the left iliac. The occlusion may have also been caused by a patient condition.

Manufacturer narrative:
(B)(4). Methods: films. Results: occlusion. Anatomy related; small and calcified distal aorta, combined with the angulated origin of the left iliac. Conclusion: anatomy related; small and calcified distal aorta, combined with the angulated origin of the left iliac.